Event description:
A customer reported that ultrasound did not oscillate during a cataract intraocular lens (iol) implant procedure. The surgical procedure was aborted. There was no pt harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).